Manufacturer narrative:
Qn#(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut down automatically while on a patient. The user restarted the pump; however, the pump shut down again after 3-4 minutes of pumping. As a result, the pump was swapped out. After the case, the power supply was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump shut down again after 3-4 minutes of pumping" is not confirmed. The returned power supply passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut down automatically while on a patient. The user restarted the pump; however, the pump shut down again after 3-4 minutes of pumping. As a result, the pump was swapped out. After the case, the power supply was replaced. There was no report of patient complications, serious injury or death.